Event description:
The lead was removed on (B)(6) 2011. Due to infection. The procedure took place at (B)(6)medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).